Event description:
On (B)(6) 2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea. The patient did not have enough 4.25% 6l solution on hand and used 1.5% 6l solution instead which caused the issue. The patient did not contact the clinic to notify them of the solution shortage. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6)2024. The patient reported abdominal pain. Additionally, the patient could not keep her oxygen saturation (o2 sat) above 85% on room air. The patient was admitted to the hospital with diagnoses of fluid volume overload, dyspnea, and peritonitis. No information was provided related to the peritonitis event or treatment related to the fluid overload. The patient was discharged on (B)(6) 2024. The patient had run out of supplies for 2.5% and 4.25% delflex solution for pd treatment. As an alternative, the patient utilized 1.5% solution which is what was on-hand. The clinic was not made aware of the patient being out of the solution. The reason for the patient not having any 2.5% or 4.25% solution is not known. No additional information was provided. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The patient¿s diagnoses of fluid volume overload and dyspnea are related to the use of incorrect solution choice by the patient. The patient did not notify the clinic that solution inventory was low or depleted. The non-communication and use of incorrect strength led to the volume overload issue. The reported event(s), involving use of a solution product(s), falls under the scope of processing drug adverse event complaints for pharmaceutical complaints.

Event description:
On 15/jul/2024 it was reported that this peritoneal dialysis (pd) patient was hospitalized for fluid overload and dyspnea. The patient did not have enough 4.25% 6l solution on hand and used 1.5% 6l solution instead which caused the issue. The patient did not contact the clinic to notify them of the solution shortage. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on 12/jul/ 2024. The patient reported abdominal pain. Additionally, the patient could not keep her oxygen saturation (o2 sat) above 85% on room air. The patient was admitted to the hospital with diagnoses of fluid volume overload, dyspnea, and peritonitis. No information was provided related to the peritonitis event or treatment related to the fluid overload. The patient was discharged on (B)(6) 2024. The patient had run out of supplies for 2.5% and 4.25% delflex solution for pd treatment. As an alternative, the patient utilized 1.5% solution which is what was on-hand. The clinic was not made aware of the patient being out of the solution. The reason for the patient not having any 2.5% or 4.25% solution is not known. No additional information was provided. Attempts to obtain additional details were unsuccessful.